Manufacturer narrative:
(B)(4). Batch # unk. As a lot/batch was not provided, a device history could not be performed.

Event description:
It was reported that during an open bowel resection procedure the device fired correctly the 1st time. On the 2nd firing it stapled, but did not cut. The tissue between the staple lines looked to be crushed. It is unknown how the procedure was completed. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Photographic analysis: the three pictures show a piece of tissue with a staple line. The tissue between the staple lines looked to be crushed but not cut at all and some staple legs can be seen protruding on the tissue. Based on the photos alone the event describe is confirmed.